Manufacturer narrative:
Sus voluntary event report mw5097956 was received on 12/07/2020 reporting the following: I have a tandem diabetes insulin pump. I have twice called the company to explain that the case protecting the pump and ensuring it is securely attached to the waistband or patient's clothing or belt is defective. Due to the defective clip, I hae had the insulin pump fall from my waist and rip the infusion set out of my abdomen, as the pump crashed to the floor. I have also had the clip fall out of my bed and rip the infusion set out of my body while I was asleep. As I was asleep, I was unaware of the infusion set being removed from my body and my blood sugar soared to more than 500 mg/dl. FDA safety report ID #(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing infusion sets to be pulled out. There was no adverse impact to customer's blood glucose. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.